Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent orif for humeral diaphyseal fracture with the product in question. The patient is 74-year-old male. The surgeon inserted a screw into the uppermost distal hole. When the surgeon pulled out the screwdriver, the screw came out with it, so the surgeon inserted the screw in another hole. The surgery was completed successfully within 30 minutes delay. The surgeon commented ¿I turned the screwdriver thinking it would go in a little bit during insertion but did not feel any progress. I felt something was wrong and pulled out the screwdriver. The screw did not advance and turned in the same place, so it might not work anymore¿. On the image during the insertion, it was recognized that the screw caught on the other side and did not proceed from there. Patient status: stable. No further information is available. Concomitant device reported: unk screwdrivers ( part # unknown, lot # unknown, quantity 1). This report is for one (1) lockscr ø4 l24 f/nails tan dblue. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional product code: hsb complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.